Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient who underwent a middle meningeal artery (mma) embolization with an onyx had right eye blurriness and dizziness. The patient originally received embolization of the middle meningeal artery for treatment of chronic subdural hematoma. Onyx was not successfully implanted during the index procedure on (B)(6) 2021 due to potentially dangerous anatomical variants of the ophthalmic supply. The subject presented to an emergency department on (B)(6) 2022 with complaints of right eye blurriness and dizziness. Neurology was consulted and CT imaging was obtained. The subject was able to discharge without being admitted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the subject had a procedural cerebral angiogram for the aborted mma embolization on (B)(6) 2021 and a CT brain w/o contrast the day after the procedure (B)(6) 2021. Patient presented to the ER on 02mar2022 complaining of above symptoms and was discharged on (B)(6) 2022. CT was ordered which showed no new or acute events and decreasing bilateral subdural hematomas. No treatment was provided for dizziness which had improved at discharge. Patient was seen by ophthalmology, who performed a right eye exam that came back negative, and was told to continue her current medicinal regimen for her right eye (sodium chloride [muro 128] 2% ophthalmic solution drops). Patient had a prior history of fuchs corneal dystrophy in both eyes. Mma embolization was aborted due to anatomical variant of middle meningeal artery arising from the left ophthalmic artery. No onyx product was ever used.